Manufacturer narrative:
This reporting is to be considered both initial and final. The above text is copied from the original report from 05 december 2016. This report is a resubmission made on 15 april 2020 on request by FDA. The reason for the resubmission is that the report submitted 05 december 2016 had check marks in both "initial" and "follow-up". Only a check mark in "initial" should apply. This resubmission is done upon request by FDA to change to only have a check mark in "initial". This report is a combined initial and final report. (B)(4).

Event description:
Ferrosan medical devices a/s received notice of this adverse event on the 21th of november 2016 from our distributer (B)(4). The alert date is set to 26th of october 2016 in the documentation from (B)(4). The event came originally as a medical device information request. However ferrosan medical devices a/s has decided to report this event. Our reference no. Qn (B)(4). This reporting covers the second patient. Original description: "it was reported that a patient underwent a re-operation two days post-op. The physician opened a patient that was showing edema of the neck. When the area was opened during the 2-day post-op procedure, surgiflo was still visible with a yellowish clear fluid that poured out. The operation was complete once the area was irrigated and cleaned out." The surgeon had mentioned a second event with a patient in a similar event. This reporting covers the second patient. The batch no. For the product used is unknown therefore a batch file review could not be performed. Summary of information provided: this adverse event initially came through as a medical inquiry request (mir). The event was that a patient underwent a reoperation two (2) days post-op. The surgeon opened the patient who was showing edema of the neck. Surgiflo was still visible with a yellowish clear fluid that poured out. The operation was complete once the area was irrigated and cleaned out. In addition, the surgeon had mentioned a second event with a patient in a similar event. Evaluation / conclusion: the patient underwent anterior cervical discectomy and fusion (acdf). During this procedure surgiflo® hemostatic matrix product code 2991 (in the following abbreviated surgiflo® 2991) was used together with a stand-alone thrombin. Surgiflo® 2991 was used for hemostasis with oozing bleeding. Information is provided that product was left in place upon achieving hemostasis. Re-operation was 2-days post-op. No information is available related to the symptoms presented by neither the patient nor any patient demographics' details. During the re-operation it is noted that the following was found "clearlike formation around surgiflo®". Patient went through wash-out. It is reported that the patient is recovering well. Our reference no. Qn (B)(4). Product labeling clearly states this: warning: "excess surgiflo® hemostatic matrix should be removed once hemostasis has been achieved because of the possibility of dislodgment of the device or compression of other nearby anatomic structures". Warning: "surgiflo® hemostatic matrix should be removed from the site of application when used in, around, or in proximity to foramina in bone, areas of bony confine, the spinal cord, and/or the optic nerve and chiasm. Care should be exercised to avoid overpacking. Surgiflo® hemostatic matrix may swell creating the potential for nerve damage". Precaution: "only the minimum amount of surgiflo® hemostatic matrix needed to achieve hemostasis should be used. Once hemostasis is achieved, any excess surgiflo® hemostatic matrix should be carefully removed". The event evaluated above is for the patient mentioned in MFR. Report no.: 3008478369-2016-00011. Here is was inform that a second event had occured. The only information for this event is. In the latter no information is available except that "similar situation where the left over surgiflo® seemed to create irritation to the patient post-op". The information that surgiflo® had "created irritation" is unconfirmed and seems based on the neck swelling. Based on the above it is concluded that the adverse event is caused by a user error since excess of surgiflo® hemostatic matrix has not been removed prior to closing up. The user has not adhered to the labeling in the instructions for use enclosed with surgiflo 2991. Though the symptoms are unclear it cannot be ruled out that the re-operation was caused by product left behind and where excess product was not rinsed away once hemostasis had been achieved. The case is hereby considered closed. The above text is copied from the original report from 05 december 2016. This report is a resubmission made on 15 april 2020 on request by FDA. The reason for the resubmission is that the report submitted 05 december 2016 had check marks in both "initial" and "follow-up". Only a check mark in "initial" should apply. This resubmission is done upon request by FDA to change to only have a check mark in "initial". This report is a combined initial and final report.